Event description:
The event was reported to vascutek as follows: during an artificial heart procedure, the attached graft was pressurized and about 7 holes showed up in three different locations. The graft was implanted then explanted. It was only required during cannulation. Instead of obtaining a new graft they just passed the cannula through the area. They had to suture the leaking areas to gain control of the bleeding. Surgery was delayed 10-15 minutes.

Manufacturer narrative:
Device received on (B)(6) 2015. Eval ongoing.